Event description:
Customer reported that the there is no display on the screen. No reported pt involvement. Service representative was able to duplicate reported condition. Device was repaired and proper operation confirmed.